Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported the patient could not communicate with external devices after an unrelated shoulder surgery. Patient reported placing their ipg in surgery mode prior to the surgery. Troubleshooting was attempted by company representatives and the ipg was unable to be recovered. As a result, surgical intervention may take place at a later date to address the issue.